Event description:
Information received from affiliate, an ophthalmologist reported a patient was seen for a red eye in 2005. Diagnosis 1mm diameter, corneal epithelial abrasions, in the central cornea. The pt had reportedly been wearing lenses on a daily wear schedule but beyond the prescribed time period and the lenses were not "scrub down." The time period mentioned was not provided. The patient did not have eyeglasses. The patient was prescribed ofloxacin and sodium hyaluronate four times a day. The patient returned to the clinic three days later. Visual acuity determined to be .07 (20/300). The patient still had a 1mm corneal abrasion and also had a 4mm central corneal opacity and there were folds in descemet's membrane. At this visit the pt reported using the prescribed medications only once a day. The patient was referred to an ophthalmologist in a general hospital due to suspect bacterial or fungal infection. The patient returned for follow-up three days later and visual acuity was 1.0 (20/20). Cultures of the patient's corneal lesion were negative.